Event description:
This rv lead was implanted on (B)(6) 2012 and capped on (B)(6) 2016 due to pacing inhibition, pacing impedance greater than 2000 ohms and loss of capture. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).